Manufacturer narrative:
The investigation has just started; results will be provided in a follow up-report.

Event description:
It was reported by the user facility: "a lumbar puncture was performed with an invasively ventilated patient on (B)(6) 2018 at 3:00 pm. The patient was erected for this procedure. During the puncture the ventilator went off without warning and the patient was not ventilated for a short time. The patient was transferred to a portable ventilator. A restart by switching off and on again was not possible, the device remained off and could not be restarted later, so an exchange of device had to take place. No patient consequences."

Event description:
Please see initial report.

Manufacturer narrative:
The affected device was analyzed by a dräger service technician on site. A test according to manufacturer's specification showed no deviations. The device worked as specified. The device log was provided for further manufacturer investigation. The log records show that the device had performed a warm start sequence on the reported day of event. Based on the logged device behavior, it can be assumed that the power supply had malfunctioned. The power supply was sent to the manufacturer for component inspection and was available for further analysis. However, no deviations were detected in laboratory tests. Based on the logged device behavior, the on-site test results, and the analysis of the power supply, the reported event was most likely caused by a sporadic power supply malfunction. In case of a failure of the power supply, the ventilation is interrupted and the screen is black due to a breakdown of the internal supply voltages. In this case the emergency breathing valve is automatically opened to allow the patient spontaneous breathing. The evita 4 audibly alerts with a power failure alarm. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.